Event description:
It has been reported to the co that during the procedure blood clots were forming within the introducer. It is unknown if the device was removed and replaced. The pt is reported as fine and the device is being returned for the co's analysis.